Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console had poor vacuum during a surgery. The surgery was completed after replacing the custom pak. There was no patient harm.

Manufacturer narrative:
The company representative provided phone support for the customer. The issue was not related to the system and was suspected to be due to the custom pak. The issue was resolved with custom pak replacement. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).